Manufacturer narrative:
Date of event: event occurred on an unknown date in 2020. Occupation: reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2020, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 77-88. The torque tested high ¿ 89.7. There was no procedure or patient involvement. This report is for one (1) viper prime torque handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the viper prime torque handle (part # 286750100 / lot # gb108556) was received at us customer quality. There were no visual defects to note with the returned handle. Functional test: functional testing was performed by the fsl ups lyndhurst, nj site. During a routine incoming inspection of a loaner set, it was observed that 286750100, torque handle, lot number gb108556 was found to be out of drawing specification. The drawing specification is 72 in-lbs - 88 in-lbs. The torque tested high ¿ 89.7 in-lbs. The complaint was confirmed as the torque tested high. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed. No manufacturing issues were identified during the investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, but it is likely the device was not properly maintained and has an internal mechanical failure. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot a review of the receiving inspection (ri) for viper prime torque handle was conducted identifying that lot number gb108556 was released in a single batch. Batch1: lot was released on april 17, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.